Event description:
It was reported that balloon rupture occurred. The target lesion was located in an antebrachial shunt. A 6.0 x 40, 40cm mustang¿ balloon catheter was selected for use and advanced to dilate the lesion. Initially, the balloon was inflated at 20 atmospheres. However, upon the second inflation, the balloon ruptured at 20 atmospheres for a duration of 60 seconds. The device was completely removed from the patient. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).